Event description:
It was reported that during an unk procedure, the gasket fell into the pt. Last check at the end of the operation, the surgeon had to retrieve gasket, which had fallen in the pt. Two (2) trocars of the same lot (not used) are being returned. There were no pt consequences.